Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system cannot boot up. Upon did some functional test fse confirmed that that the sbc was defective. The fse replaced the sbc board and installed the system software. After replacing the sbc board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. The allura system was not in clinical use at the time of the reported event. No harm to user or patient was reported. A philips field service engineer (fse) inspected the system onsite and verified an issue with the sbc (single board computer). Fse replaced the sbc and returned the system to use in good working conditions.